Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue started on the morning of (B)(6) 2012. The patient reportedly manages her diabetes with diet, exercise and oral medication. The patient claimed that she continued her normal diabetes management, including a 1000 mg dose of metformin on the morning of the alleged issue. The patient claimed that 10 minutes after the alleged issue began she felt "shaky and dizzy." However, the patient denied receiving medical intervention as a result of the alleged issue. During troubleshooting the patient was able to turn the meter on with a test strip and manually. The cca confirmed that the patient was using the correct test strips and noted that it was not the first time the patient was using the subject meter. The issue was resolved with troubleshooting. However, replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury after the subject meter allegedly would not power on.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.